Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had not delivering insulin correctly and failed battery alarm. Customer performed self test and the test result was insulin flow blocked alarm and failed battery alarm. Customer also reported that while changing the reservoir he smell a strong smell of insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.